Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a trident 0 deg x3 insert 32mm head was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Postopertive diagnosis: revision for pain and instability following primary tha. Modular head removed and replaced. Liner removed and replaced.

Event description:
Postoperative diagnosis: revision for pain and instability following primary tha. Modular head removed and replaced. Liner removed and replaced.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code: mna08y; cat. No.: 6570-0-328, delta v-40 ceramic head 28/-2,7, lot code: 46566602; cat. No.: 6721-0435, size 4 accolade ii 127 deg, lot code: 45481904. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.